Manufacturer narrative:
(B)(4)

Event description:
It was reported the 4.75mm disposable threaded dilator shaft could not be rotated. This occurred during the procedure. A backup device was readily available. There was a delay of less then 30 minutes. A second bone hole was created.

Manufacturer narrative:
Device investigation narrative - visual assessment of the device showed the shaft is loose within the handle. The shaft rotates freely within the handle. Dimensional inspection of the shaft confirmed it met print requirements. As reported the patient had hard bone. Per the healicoil rg IFU ¿when a larger hole is required, as in the case with hard bone, use a drill to create a pilot hole for the anchor, then insert the threaded dilator to better prepare the bone for the anchor¿. Per the dilator IFU under precautions ¿as with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure¿. Further investigation is not warranted at this time. Credit will not be issued. Device evaluated by manufacturer.